Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), uterine leiomyoma ("uterine fibroid") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, uterine leiomyoma and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysfunctional uterine bleeding, pelvic pain and uterine leiomyoma to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 42-year-old female patient who had essure (batch no: 802745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy from 2010 to 2011, respiratory distress from 2011 to 2012, asthma, heart disorder, gerd, depression, uterine leiomyoma, tonsillectomy, cyst of ovary, nulli gravida, augmentation mammoplasty, tonsillectomy and adenoidectomy. *denies tobacco use. Previously administered products included for an unreported indication: fluticasone from 2010 to 2011. Family history included cancer (*mother), hypertension (*grandfather), heart disease, unspecified (*grandfather) and pancreatic cancer (*mother). Concomitant products included citalopram from 2012 to 2013. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced fatigue ("fatigue"). In july 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In april 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain ("abdominal pain") and device dislocation ("malposition of essure device; location of device: left and right cornu") and was found to have uterine leiomyoma ("uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery (underwent a laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, uterine leiomyoma, abdominal pain, vaginal haemorrhage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, weight increased, back pain and endometriosis outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), malposition of essure device;location of device: left and right cornu, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, abnormal bleeding (general), endometriosis" were added. Lot number was added. Lab data was added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.